Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc and might be contribute by user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent electrocision of urethra and bladder tumor plus excision of benign masses on the head and face under general anesthesia on(B)(6) 2023 and was sent back to the ward at 13:00. After operation, a 20g bard triple-lumen urethral catheter was secured properly for continuous rinsing of the bladder. The rinsed liquids were clear. At 13:10, the urethral catheter fell off on its own and the balloon was deflated. No obvious damage was observed with the balloon of the urethral catheter. After the balloon was inflated with a syringe, a thin split was seen leaking air. The physician placed a new 22 g bard triple-lumen urethral catheter for continuous flushing of the bladder. The rinsed liquids were clear.